Event description:
At a 2 week follow-up the patient, a screw from the monet 4-hole plate had backed out of the construct on the controlaterial side of the plate and could be seen on x-ray images. Revision surgery was performed and only the dislodged screw was removed with no replacement. No harm or injury to the patient was reported. Post revision x-rays were used as an explanation by the user for screw back out causation due to implant design. However, pre-revision x-rays showed that screw blocking element was not fully locked. Cause was traced to user.